Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) while on a home choice (hc) device during dwell. The home patient (hp) cycled power off and on and got a se 2367. The hp cycled power again. The se did not repeat. The hc went to "press go to start." The technical service representative (tsr) documented that the hp disconnected non aseptically and then reconnected. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further review of this information, there is no evidence that the patient disconnected non-aseptically. This malfunction of the 2240 alarm will not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.